Event description:
In a literature report, the authors evaluated the clinical outcomes of a glaucoma filtration device placed under a partial thickness scleral flap with trabeculectomy. A total of 120 eyes in 120 subjects were analyzed, including 59 eyes treated with a glaucoma filtration device and 61 years treated with trabeculectomy. Both groups were treated intraoperatively with an antifibrotic medication and followed postoperatively for 2 years. Mean intraocular pressures, medication use and surgical success were similar at 2 years following treatment for both groups. There were 5 subjects in the glaucoma filtration device group and 8 subjects in the trabeculectomy group that required further glaucoma surgery (11 subjects had glaucoma drainage implant surgery, 1 had surgical revision and 1 had a trabeculectomy). A total of 8 subjects in the glaucoma filtration device group and 11 subjects in the trabeculectomy group developed hypotony during the early postoperative period. Drainage of choroidal effusions was performed on 1 subject in the glaucoma filtration device group. The reason for surgical failure was increased iop in all instances. No pt's were classified as failure due to hypotony. Success was defined as iop 5mmhg - 18mmhg with or without medications or add'l glaucoma surgery. Complications for the glaucoma filtration device group included: shallow anterior chamber and choroidal effusion (4 complications), bleb leak (1 complication), dellen (1 complication), early wound leak (2 complications), surgically treated cataract (3 complications). Drainage of choroidal effusion was performed in 1 subject. More than 1 complication may have occurred in the same subject. Treatments for the glaucoma filtration device group included: 41 laser suture lysis procedures, anterior reformation (3 eyes), needling of the bleb (5 eyes), medication injection (10 eyes). There were 10 subjects with at least 1 complication. It was reported that it is possible that some causes of increased iop and surgical failure in the glaucoma filtration device group were related to unrecognized blockage of the devices lumen. In conclusion, the glaucoma filtration device group had more rapid recovery of vision and fewer postoperative complications than did the trabeculectomy group. Add'l info has been requested.

Manufacturer narrative:
Eval summary - no data regarding product identify was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. Peter a. Netland md, randomized, prospective, comparative trial of ex-press glaucoma filtration device versus trabeculectomy (xvt study) american journal of ophthalmology vol. 157, no2, february 2014. (B)(4).